Event description:
Analysis of the vns generator was completed. No anomalies were identified, and the generator performed per specifications.

Event description:
The patient was not experiencing increased seizures or any adverse events. "Increased impedance" was inadvertently misinterpreted by the manufacturer as "increased seizures".

Event description:
It was reported that a patient had vns lead and generator replacement surgery performed on (B)(6) 2012 due to a lead fracture. Diagnostics with the new vns lead and generator were within normal limits. Follow up with the treating neurologist revealed the patient was seen in (B)(6) 2012 and was experiencing increased seizures at the time, which was felt to be due to the high lead impedance. It was unknown if the patient had any trauma or manipulated the vns. The explanted vns lead and generator were returned for analysis. Analysis of the lead portion noted a coil break was identified in the negative coil. Scanning electron microscopy of the negative coil show that pitting or electro-etching conditions have occurred at the end of the coil. However, due to metal dissolution the fracture mechanism cannot be determined. Setscrew marks were seen on the connector pin, providing evidence that proper contact between the setscrew and the lead pin existed at least once. Scanning electron microscopy images of the positive coil; show that the coil was most likely cut using some type electro-cautery tool as indicated by the fused coil wires at the coil end. Also, scanning electron microscopy images of the positive coil at 1.1cm and 1.4cm past the electrode bifurcation verified that the coil was exposed to some type electro-cautery tool as indicated by the appearance of the coil wires. These conditions were most likely caused during the explant procedure. The silicone tubing of the positive coil is abraded open at the electrode bifurcation. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Analysis of the generator is still pending.

Manufacturer narrative:
Adverse event or product problem, corrected data: event is malfunction only, no adverse events were reported. The adverse event of increased seizures was reported in error by the manufacturer.

Manufacturer narrative:
Device failure occurred.